Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The pump was tested with a good battery cap. The pump was also received normal operating currents. No blank display and no moisture damage on electronic assembly were noted during testing. No damage was found on the lcd isolation tape and no high pitched tone during test was noted. The pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the pump turned and made a high pitch sound and now will not turn back on. The customer stated that the blank display happened when she got out of the shower. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.